Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was 500 mg/dl. The customer was admitted to the hospital. The customer cause of 911 call was vomiting and diarrhea. The customer was treated with IV's to hydrate. The customer's mother declined troubleshooting only wanted to get pump rewound to connect him back. The customer's mother was assist in setting time and date, rewind/prime and checking the settings.